Event description:
It was reported to boston scientific corporation that a cre wireguided balloon catheter was used during a esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the protective sleeve was not removed from the balloon prior to insertion and detached in the patient. The physician had to go back in to retrieve the sleeve. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient was not harmed at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wire guided balloon catheter was used during a esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the protective sleeve was not removed from the balloon prior to insertion and detached in the patient. The physician had to go back in to retrieve the sleeve. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient was not harmed at the conclusion of the procedure. Additional information confirmed that this complaint is a duplicate of manufacturer report #3005099803-2013-02054 and that the patient had underwent a series of dilatation procedures prior to this event which had been performed by four different physicians; the exact number of dilatations is unknown. This event was also a diagnostic imaging exam and the patient¿s condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4).